Event description:
The device returned for three complaints. Of the three, the following is a reportable event. The customer stated, that the display is not readable. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device returned for three complaints. Of the three, one (unreadable display) is a reportable event. The unreadable display complaint was confirmed. The cause of the failure was due to two connector pins not properly seated in the display board connector (result code 435). Once the pins were reseated into the connector, the device performed to specifications. As a precaution, the cable was replaced to ensure the failure was corrected.